Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 250 (mg/dl) after meals. A bolus or injection was delivered and the pump basal rate was increased to address bg levels. Reportedly, customer recently had surgery and believes their pump may have been exposed to x-rays. During system check with tandem technical support, an air bubble was noted in the infusion set tubing. It was also noted that the cartridge uses humalog and is changed every 3 days. Also, the pump date was incorrect by one day; however, the customer stated they possibly changed the date. The fill tubing process was completed to prime out the air bubble and the pump date was corrected.